Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurement of 5.0 volts and it was noted in chest x-ray that the lead was dislodged. The physician repositioned the lead in the operating room (or) and pacing thresholds dropped to 0.9 volts. The lead was repositioned successfully. This lead remains in service. No adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.